Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a patient was to be implanted with a 7mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat avg stenosis on (B)(6) 2025. However, the deployment line broke when the deployment knob was pulled approx. 15 cm during the deployment process. Physician removed the vsx device and used another vsx device of same model to complete the procedure successfully. Patient didn't experience adverse consequences.

Manufacturer narrative:
D9: add date device returned to manufacturer. H6 update code c19, d15 - the manufacturing records were reviewed. The device lot met all pre-release specifications. Product investigation report conclusion - the primary reported failure mode, related to a broken deployment line, was confirmed during engineering evaluation. The root cause of the primary failure mode could not be established with the available information. The returned device exhibited several forms of damage (e.g. Catheter kink, damaged dual lumen, partially expanded and shifted endoprosthesis). The cause for these damages could not be determined, but they are consistent with damage resulting from the reported deployment failure or an unknown device interaction during the procedure or withdrawal.